Event description:
It was initially reported that the patient was not feeling well for 2 days. Did ttm and found that patient was in complete heart block, no pacing spikes. Magnet was applied, and patient felt small shock. Device was functioning after that. When interrogated, an error message was received stating complete restoration had occurred. The time matched the application of the magnet. All stored data was lost from restoration. Patient was sent to the emergency room. The device was subsequently returned. Additional information received reported two malfunctions of the device since implant. Most recently, no pacing output, which was restored with magnet application. The patient had significant symptoms each time. The device was explanted and replaced. No further patient complications have been reported to date.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. The risk manager reported that a medsun was completed for this event and sent to FDA. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
Evaluation summary: no anomalies found. It was initially reported that the patient was not feeling well for 2 days. Transtelephonic monitoring found that the patient was in complete heart block, with no pacing spikes. A magnet was applied, and the patient felt a small shock, after which the device was functioning. When interrogated, an error message stated complete restoration had occurred, when the magnet had been applied. All stored data was lost from restoration. The patient was sent to the emergency room. Additional information received reported two malfunctions of the device since implant. Most recently, no pacing output, which was restored with magnet application. The patient had significant symptoms each time. The device was explanted and replaced. No further patient complications have been reported. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated, output, none.

Event description:
It was initially reported that the patient was not feeling well for 2 days. Transtelephonic monitoring found that the patient was in complete heart block, with no pacing spikes. A magnet was applied, and the patient felt a small shock, after which the device was functioning. When interrogated, an error message stated complete restoration had occurred, when the magnet had been applied. All stored data was lost from restoration. The patient was sent to the emergency room. Additional information received reported two malfunctions of the device since implant. Most recently, no pacing output, which was restored with magnet application. The patient had significant symptoms each time. The device was explanted and replaced. No further patient complications have been reported.